Event description:
It was reported that during a surgical procedure at the user facility the device was running faster than intended. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility the device was running faster than intended. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.